Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. E1 initial reporter facility name: (B)(6). H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ there was leakage from the bottom of the tube in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The retained samples could not be tested for the unknown batch. This complaint has not been confirmed for the lot unknown, for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ there was leakage from the bottom of the tube in an unspecified number of devices. No adverse impact was reported regarding the patient or user.